Event description:
During the eval of a lifevest device following an apparent appropriate treatment of vt at 170bpm, it was found that the device had reset following the treatment. A review of the flag files shows several 'can comm timeout' flags before the reset indicating a possible electrode belt connection issue.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) are currently under eval. A supplemental report will be sent. Device manufacture date: monitor sn (B)(4): - reuse; electrode belt sn (B)(4) - 08/2014 - reuse.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during a treatment event) has been confirmed. The monitor reset after delivering an appropriate treatment during vt. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition ((B)(4)) was approved by FDA on 11/06/2015. Device evaluation of electrode belt sn (B)(4) was completed. The electrode belt was able to securely connect to a monitor in the as-received condition. The electrode belt ECG acquisition and pulse delivery circuitry was fully funcitonal. There was no electrode belt malfunction. No adverse event resulted from the reset. The patient received an ICD.

Event description:
During the evaluation of a lifevest device following an apparent appropriate treatment of vt at 170bpm, it was found that the device had reset following the treatment. The patient's arrhythmia was confirmed, and the patient received an ICD. There was no adverse event.